Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in a shunt in a non-tortuous and moderately calcified vessel. A 4.0mm x 120mm x 150cm sterling sl balloon catheter was advanced for dilatation. However, during initial inflation at nominal burst pressure, the balloon ruptured. The device was pulled slowly and carefully from the patient. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
A2: age at time of event: 18 years or older device evaluated by MFR.: returned product consisted of a sterling sl balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual and microscopic examination revealed no damages. The device was functionally tested by inflating it to rated burst pressure and it was able to hold pressure. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis could not confirm the reported rupture.

Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in a shunt in a non-tortuous and moderately calcified vessel. A 4.0mm x 120mm x 150cm sterling sl balloon catheter was advanced for dilatation. However, during initial inflation at nominal burst pressure, the balloon ruptured. The device was pulled slowly and carefully from the patient. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable.